Event description:
It was reported that the pt experienced a loss of therapeutic effect. The therapy helped for "a couple of weeks" and then stopped helping with the symptoms. Reprogramming did not resolve the issue, and the implantable neurostimulator was removed in (B)(6) 2011. The hcp was able to remove most of the lead, but some of it remained implanted. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). An educational brief was sent (B)(4) 2010 including a physician letter and an educational brief from FDA. This (B)(4) letter provides info reinforcing the importance of following the models 3093 and 3889 interstim tine leads implant manual, specifically regarding post surgery lead removal, to minimize the number of occurrences of lead breakage, which can result in unretrieved device fragments. This educational brief provides recommendations for pt management during post surgery lead removal, as detailed in the interstim therapy model 3093 and model 3889 lead implant manual. Also included is a copy of the "FDA public health notification: unretrieved device fragments" issued by the u.s. Food and drug administration (FDA) on (B)(4) 2008.